Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was out of focus and was "too bright." There was no reported impact to customer¿s blood glucose. No additional information was provided.